Event description:
It was reported that during the procedure involving the transcatheter aortic valve implantation with the evproplus-34, in a patient with a bicuspid aortic valve and severe annular calcification, a pre-implant balloon dilation was performed with a 22 mm balloon. Valve deployment was initiated. During the initial angiographic check (cine), no misloading or infolding was observed, and the device appeared to be opening appropriately. Two recaptures were performed to optimize the result. During the third expansion, an infolding of the stent frame was noted. As a precaution, the valve was fully retrieved from the patient. Upon removal, a structural deformation was noted. A different valve was implanted using a new delivery catheter system (dcs) and compression loading system (cls). The event was attributed to clinical factors such as the patient's anatomy, which may have contributed to the stent collapse after repeated manipulations. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID d-evprop34 (lot: unknown); product type: 0195-heart valves; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: d4 h2 h3 h6 image review: media files were provided for review of the event. Patient¿s executive summary was provided for anatomical review. Patient appeared to have a bicuspid aortic valve with an annulus perimeter measuring 85.6 millimeter (mm) with a perimeter derived diameter of 27.3mm suggesting a 34mm evolut. The aortic valve appeared to have a calcified raphe between the left and right coronary cusps. Fluoroscopic valve load inspection was performed and confirmed a good load. It was reported that a pre balloon aortic valvuloplasty was performed prior to the valve implant attempt and during a third deployment attempt an infold occurred. Images of the attempted implant were not provided for review. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due to a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. The media file provided showed the infolded valve deployed on the sterile field showing the deformed frame. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: a2, a4, b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure involving the transcatheter aortic valve implantation with the evproplus-34, in a patient with a bicuspid aortic valve and severe annular calcification, a pre-implant balloon dilation was performed with a 22 mm balloon. Valve deployment was initiated. During the initial angiographic check (cine), no misloading or infolding was observed, and the device appeared to be opening appropriately. Two recaptures were performed to optimize the result. During the third expansion, an infolding of the stent frame was noted. As a precaution, the valve was fully retrieved from the patient. Upon removal, a structural deformation was noted. A different valve was implanted using a new delivery catheter system (dcs) and compression loading system (cls). The event was attributed to clinical factors such as the patient's anatomy, which may have contributed to the stent collapse after repeated manipulations. No patient complications have been reported as a result of this event. Additional information was received that the recaptures were performed to improve positioning. A procedural delay of approximately 25 minutes occurred as a result of the infold as it took time to verify the inflow, recapture again, and extract the system.